Event description:
Following implantation of a 3-level anterior cervical plate at the c3-c6 spine levels, the left inferior screw was noted to have loosened during a follow-up office visit. No injury occurred and no revision surgery has occurred to date.

Manufacturer narrative:
(B)(4). The reported event was confirmed via radiograph. Revision surgery has reportedly not occurred. As of this report date, the product remains implanted and unavailable for further analysis. Review of labeling notes: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s).